Manufacturer narrative:
B3: date of event: corrected. D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed elevated power and flow events; however, a specific cause for the observed changes in pump parameters could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported increase in lactate dehydrogenase (ldh), as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be established through this evaluation. The submitted log file captured slight elevations in pump power and estimated flow on 29apr2024. These pump parameters appeared to have eventually returned to baseline. Of note, some of the elevations were captured during pulsatility index (pi) events. The pump appeared to have operated as intended above the low-speed limit and there were no other notable events captured. No evidence of device thrombus was observed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis and hemolysis as potential adverse events which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4, "system monitor", explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under ¿anticoagulation¿, this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Thromboembolism is also listed in this section as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Recent system controller replacements captured under MFR. Report #s 2916596-2024-02649 and 2916596-2024-02505.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter email: (B)(6).

Event description:
It was reported that the patient had power/flow spikes on the evening of (B)(6) 2024. It was noted that the system controller was replaced recently, covered under (B)(4). Log files were submitted for review and captured the power and flow trending slightly upward. The pump power and flow spiked up on (B)(6) 2024. The patient's lactate dehydrogenase (ldh) was near baseline and international normalized ratio (inr) was slightly low at 1.9, the goal was 2-3. It was also noted that the patient was on a heparin drip. The patient's flows and powers had settled back to normal upon ventricular assist device (vad) interrogation on (B)(6) 2024. A cardiac computed tomography scan was ordered, and it was noted that if nothing obvious was seen on the scan, this would be considered a small pump thrombus that spontaneously resolved. It was also noted that increasing the patient's aspirin dose or inr goal would be considered. A computed tomography (CT) scan was performed, and no thrombus was observed in the imaging, it was noted that the patient's ldh was up to around 650. The plan of care was a new inr goal of 2.5-3.0.